Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported failed to complete its internal self-test. During evaluation of the device, review of the device diagnostic logs revealed the occurrence of error messages (sf82, sf148 and sf188) related to the pneumatic block and main pcb. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. During evaluation of the device, review of the device diagnostic logs revealed the occurrence of error messages (sf82, sf148 and sf188) related to the pneumatic block and main pcb. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. During evaluation of the device, review of the device diagnostic logs revealed the occurrence of error messages (sf82, sf148 and sf188) related to the pneumatic block and main pcb. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint, however, performance testing could not reproduce the reported complaint. Therefore, the root cause is unable to be determined. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).